Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon and yellow sending waves. Data transmission issues were also observed. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information was received that this device has exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device remains in service.